Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the extender got bent when trying to break off screw extender tab. Also, the extender broke in half when trying to break off screw extender tab. There were no symptoms reported. There were no further complications reported regarding the event. Procedure performed was l2-s1 fusion with fracture at l4.